Event description:
Information was received from a manufacturer's representative (rep) and a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable infusion pump for intractable spasticity. It was reported that a nurse stated that the patient was supposed to come in for a refill on (B)(6) 2026, but the patient was not able to come in. The rep stated that patient's pump should have alarmed for low reservoir on (B)(6) 2026 but it did not alarm until (B)(6) 2026. The patient was able to come in to have their pump filled on (B)(6) 2026 and they withdrew .5cc. The rep stated that the patient started having withdrawal symptoms on (B)(6) 2026. The rep stated the pump was filled with the same rate that was programmed before, and the patient went on to have overdose symptoms. Additional information was received from the manufacturer's representative (rep). It was reported that the clinic took care of the p atient when they were experiencing overdose. They adjusted the settings on the patient's pump. No further information was given.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.